Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; installing the implant too deep.

Event description:
This revision was discovered during an investigation into a patient's pain complaints that were reported in (B)(6) 2018. The performing surgeon did not report the revision to the manufacturer. The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon performed a revision procedure in (B)(6) 2017 where he backed up the middle implant a few millimeters to alleviate possible nerve impingement. The patient reports lingering left side radicular pain.